Event description:
An operating room nurse reported that the trocar did not click with the infusion cannula and came out easily during a procedure. There was no pt harm.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is one of two complaints reported for this issue. This is one of three complaints reported against the finish goods lot and the DHR (device history record) shows the product was released per specs. The root cause is unk. A sample was not returned for this complaint. Without a sample, it is not possible to isolate the exact root cause. An internal investigation has been opened to address issues of a similar nature. Subsequently, the infusion cannula was modified to reduce variability which can impact functionality of the mating parts. (B)(4)